Event description:
Champion-af study. It was reported that the patient experienced a transient ischemic attack. Prior to the procedure, prophylactic antibiotics and apixaban (5 mg) were administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 15.0 mm. There were no complications that were reported to have occurred and the patient was discharged from the hospital one day post-implant on a medical regiment of 5mg apixaban. Fifty-one (51) days post procedure the patient experienced a transient ischemic attack. The patient was still on 5mg of apixaban at the time of the event. The event is still ongoing.